Manufacturer narrative:
The reported event of intermittent noise was not confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 51.5 cm. Damages found on the lead were consistent with surgical damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited intermittent lead noise periodically throughout the day resulting in automatic pacing mode switch. There were no adverse affects to the patient. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was discharged from the hospital following the procedure. The physician did not allege that the cause of the anomaly was attributed to a lead issue.